Event description:
It was reported that during a laparoscopic wedge resection procedure after the third reload could not be opened. Had to use an extra trocar + resection with echelon endo cutter. Patient is well.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained from the surgeon: during laparoscopic resection of gist tumor near the pylorus I was able to fire but couldn´t open it, afterwards. Several times I tried to unblock it, with no success. I then just pulled at which the tissue tore. I introduced a new port which was very critical because of lack of space, and used an echelon directly below the ets. There were malformed staples everywhere. I assure you that I know how to use an ets and didn´t fire early. Admittedly, the stapler had been fired before twice with only 1 cm of tissue in between. The patient is fine and there were no negative consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was received in good visual condition and with a tr45g cartridge loaded in the device. The reload was received fully fired and with the lockout spring damaged. In addition, the clamping mechanism was noted to be damaged; the device was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). The batch record was reviewed and no anomalies were noted during the manufacturing process. The photograph of the subject ets45 device did not provide sufficient visual evidence to determine the cause of the complication.